Event description:
It was reported that the videoscopy monitor on the 2800 system intermittently had no images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor cover was re-aligned during the service call. The system was tested and found to be working as intended, and put back into service.